Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis on (B)(6) 2022 with blood glucose of over 400 mg/dl. The customer's current blood glucose was 326 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by bolus with manual injection and intravenous drip. The insulin pump was not on auto mode feature at the time of incident. Customer reported that the insulin pump alarmed insulin flow block. The customer stated that the insulin exit tubing. The customer was advised to rewind insulin pump, reinsert reservoir and load reservoir to at least 5.0 unit but insulin pump again alarmed insulin flow block. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.